Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recp1832 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recp1832) have been reported from the same facility in (B)(6).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019, 20 days after cycle I chemotherapy for left breast cancer. On (B)(6) 2019, she had a PICC placed for chemotherapy. The procedure went smoothly and the catheter had good patency. On (B)(6) 2019, she complained swelling around the site of catheter placement and pain in the right shoulder. On the same day, the ultrasound showed thrombosis in the left (right) upper extremity arteries and veins. After thrombolysis with urokinase, anticoagulant therapy with nadroparin calcium, ultrasound on (B)(6) 2019 still indicated thrombosis in the cephalic vein of the right upper extremity. Continued anticoagulant therapy with nadroparin calcium and ultrasound check on a regular basis.